Event description:
Event description guidant received information that this pacemaker, which is programmed to pace and sense in the atrium, is sensing far field deflections from the patient's intrinsic ventricular sensed beats. The patient is pacemaker dependent in the atrium. The deflections are in the refractory period so the timing will not be reset off of the atrail sense.